Event description:
It was reported that the patient had a pseudoaneurysm. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged from the hospital the same day. One day post procedure the patient was experiencing lower extremity weakness and ischemia. The patient was admitted to the emergency room. It was discovered that the patient had a pseudoaneurysm. Before the patient could be brought to surgery they went into cardiac arrest and needed extracorporeal membrane oxygenation (ECMO) support. Later that day the patient was brought to surgery to repair the artery that was damaged from the laa procedure when the physician was gaining femoral vein access. Surgery went well and the patient was weaned off of the ECMO. The plan is for the patient to be transferred to an extended care facility.

Event description:
It was reported that the patient had a pseudoaneurysm. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged from the hospital the same day. One day post procedure the patient was experiencing lower extremity weakness and ischemia. The patient was admitted to the emergency room. It was discovered that the patient had a pseudoaneurysm. Before the patient could be brought to surgery they went into cardiac arrest and needed extracorporeal membrane oxygenation (ECMO) support. Later that day the patient was brought to surgery to repair the artery that was damaged from the laa procedure when the physician was gaining femoral vein access. Surgery went well and the patient was weaned off of the ECMO. The plan is for the patient to be transferred to an extended care facility. It was further reported that the patient was readmitted to the hospital this week due to groin infection symptoms. The patient was discharged 28 days post operative.